Event description:
It was stated that a patient was seen back in for surgery, which the rep had believed to be a typical battery change. At surgery, she found that the patient's generator was previously explanted due to an infection. It was stated that the generator site was opened and irrigated in (B)(6) 2018, and then the patient was then explanted in (B)(6) 2018 as the patient had returned with a "full" infection. The patient was then put on antibiotics for 3 months before being cleared for surgery to reimplant vns. When the patient was opened, it was noted that the infection was still present, so most of the lead was explanted without device reimplant. The plan was now to allow the infection to clear up and reimplant at a later date. No additional, relevant information was received to date.

Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had an infection and was taken to surgery for wound cleaning. The patient recently had a prophylactic battery replacement surgery. Device history records were reviewed for the recently implanted generator. The device was sterilized and passed all quality inspections prior to distribution. No further relevant information has been received to date.